Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extreme bradycardia, fatigue, shortness of breath, and lack of mental clarify. Upon interrogation, the right ventricular lead had subclavian crush fracture observed on x-ray. The lead also exhibited no capture along with high impedance. The lead was capped and replaced on (B)(6) 2019. The patient was doing well after the procedure.